Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a trapezoid rx lithotripter compatable basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, the device would not open as intended. Additional force was then applied in an attempt to open the device, which resulted in the tip breaking off. No device fragments had to be retrieved from the patient. The device was removed and another trapezoid rx lithotripter compatable basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).